Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following OEM devices were also listed in this report: std mitch trh cp sz 50/56; cat# mac-9988-5056; lot# fm059145. Mitch trh md hd sz50+0; cat# mmh-9988-0050 ; lot# fm060381. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The surgeon undertook revision and exeter mitch thr which was originally implanted in (B)(6) 2007. The surgeon reported trunnionosis and elevated metal ions. The surgeon further reported that no bone came away when the cup was explanted and that a hole was seen in the patient's acetabulum.